Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-12. H6: investigation summary: nine photos and one sample was received by our quality team for evaluation. From the photos, a drop of clear liquid was observed at the tip of the catheter tubing. The sample was subjected to visual inspection to check for catheter damage and foreign matter. Fragments fo clear, sticky gel-like liquid was observed at the catheter tip. After the liquid drop was wiped away, no catheter damage was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The liquid substance is most likely a result of excessive lubricant deposit on the tip. This most likely occurs during the tipping process, when additional lube was applied to the tip area during set up. Communication and re-training of this non conformance will occur. H3 other text : see h10.

Event description:
It was reported that insyte winged vialon-e 24ga x 0.75in catheter tip was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: this is a report about catheter tip integrity. According to the customer's report, the catheter tip was found to be damaged before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte winged vialon-e 24ga x 0.75in catheter tip was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: this is a report about catheter tip integrity. According to the customer's report, the catheter tip was found to be damaged before use.